Event description:
The pt was unable to adjust stimulation. Device troubleshooting was limited, due to access to product. The pt was provided info regarding recharging. It was later reported that the pt underwent surgery to fix the problem with her implantable system. Device registration system has no newly implanted devices. The implantable neurostimulator was reprogrammed. The pt was able to recharge her neurostimulator. She was no longer having problems with her implantable system. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.